Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. (Device number one, serial number (B)(4)).

Event description:
It was reported that the patient died during emergency helicopter transport for an intestinal "occlusion." Family of the patient suspect the device had "not triggered therapies during transportation." The cause of death is listed as "cardiac arrest, suspected conductive troubles" per the international database.